Manufacturer narrative:
Manufacturing site correction: this report was previously submitted in mw: 2026095-2022-0014. Going forward any additional information received concerning this reported event will be submitted in 9611594-2023-00026; no further information concerning this reported event will be submitted in 2026095-2022-00141. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 09 feb 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
FDA medwatch / FDA user facility report # mw5113317 reported, ¿a patient was able to bite through the cuff subglottic suction attachment tubing to the endotracheal tube (ett) disconnecting the suction tubing. The ett tube itself was not compromised, no injury to the patient.¿